Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional phone number (B)(6), postal code (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient experienced sudden shape change and softening. On MRI it was observed that there was a rupture. Therefore implant was changed." Affected side is right. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening extended and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "patient experienced sudden shape change and softening. On MRI it was observed that there was a rupture. Therefore implant was changed." Affected side is right. Device has been replaced.